Event description:
The customer received blood glucose readings on three contour meters that varied by more than 50mg/dl. The specific readings were not provided. Depending on the actual readings, the differences between them could fall in the "c" zone of the consensus error grid, making the differences clinically significant no adverse event was alleged. Only the meter information was provided. The call ended before further information could be obtained. Product was not replaced.